Event description:
It was reported that during a stenting treatment procedure, stent foreshortening occurred. The target lesion was located in the superficial femoral artery. The lesion ranged from 12-18cm x 5-6mm. Utilizing an antegrade approach, pre-dilation was performed with an unknown balloon. An unknown size innova stent was advanced to the lesion. During deployment, the physician observed the proximal ro marker of the stent continuously moving "down" on the angiography image, indicating shortening of the stent, ranging from 2-4cm. Post-dilation was not performed. The stent was considered well positioned and well apposed. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)